Event description:
A medtronic representative reported a vertek biopsy guide that would not lock properly. When all of the adjustments are tightened the device remained loose. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Medtronic investigation of returned suspect biopsy guide finds the instrument was able to lock and release without issue. No problem found. Fully functional, did not cause reported event.